Manufacturer narrative:
The manufacturer is still waiting for the return of the device.

Event description:
A distributor reported a leaking issue to zyno medical on 01/11/2018. The following information was forwarded from the user facility to the distributor on 01/11/2018: "the patient was admitted on (B)(6) 2018 so I am assuming the tubing was delivered at the same time. The problem is the tubing was leaking at the filter. The tubing was changed 3 times. I only have 1 left of the original tubing, the rest was thrown away yesterday when we received a new batch. There are a couple numbers on the package with expiration of 09/2019. This problem has been reported to the tubing company. They conducted their own tests and found zero tubing that leaked." Zyno medical followed up with the representative at the user facility on 01/11/2018 and obtained the response: "there was no injury to the patient, the IV tubing was leaking near the filter on a couple of the tubing's in this batch. I believe it happened on a couple different days. Yes, I have one set I was able to grab". No patient injury occured for this event. The event date was reported as (B)(6) 2018.

Manufacturer narrative:
Zyno medical has sent am unused set and a quality alert to the contract supplier becton dickinson on 01/30/2018. The contract supplier provided the investigation report to zyno medical on 02/20/2018. The user-reported leaking issue could not be confirmed. Details of the result can be found in (B)(4).

Event description:
This is a follow-up for the initially filed MDR.